Event description:
Additional information received from the health care professional (hcp) reported a plain film was ordered by the hospital neurologist and a fractured lead was noted. The stimulators were interrogated and impedances were tested. C/0, c/1, and c/3 were all out of range. Interventions included the stimulator was turned off.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3387-40, serial# (B)(4), implanted: (B)(6) 2002, product type: lead . Product ID: 3387-40, serial# (B)(4), implanted: (B)(6) 2002, product type: lead. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient fell a little over a week ago from (B)(6) 2015 and had been feeling worse and worse since the fall. The consumer was seeing a poor communication screen on the patient programmer when checking the left implantable neurostimulator (ins). The right ins was showing on and ok. The patient did not use an antenna and placed the programmer directly over the ins on the skin. The consumer was advised to turn the programmer off then place it over the left ins and push the orange check. The consumer saw that the left ins was on and ok. It was explained that when checking the inss the programmer needed to be turned off in between. Additional information received from the patient reported that she fell on the left side of her body and thought the ins was screwed up. She was not feeling stimulation on the left side of her body and could not connect with the ins on her left side. She had stiffening on her left side as well. The patient's indications for use were parkinson's dual and movement disorders. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.